Event description:
During the implant procedure, before closing, the impedance values were checked. Impedance measurements were found to be >4,000 for group impedances and when the electrodes were checked, the electrodes read >10,000 on multiple electrodes. Reference checks produced the same results. Troubleshooting of the entire system was done. The implantable neurostimulator (ins) and extensions were disconnected and a cable was used to check the lead; impedance measurements were still high. The cable was also used at the extension while it was connected to the lead; impedance measurements were still high. The physician was uncomfortable implanting the system with such high impedances. The lead and ins were replaced. After that, group and electrode impedances were well within range. The physician was happy and comfortable with the implant after the replacement. There was no patient injury.

Manufacturer narrative:
The implantable neurostimulator (ins) and lead have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.